Event description:
During a percutaneous transluminal angioplasty of the superior femoral artery (sfa) tip of stent delivery system (sds) broke off. The lesion was distal and measured about diameter/length (4 x 30) mm. A contralateral approach was made to reach the distal right sfa. The vessel was very tortuous. While navigation through the tortuous right sfa the sds (first product used) became kinked. The first product was pulled out without any complications and a second product (n530sb) was introduced. The stent was deployed however when retrieving the sds the tip of the catheter broke off and was retrieved with a snare. Procedure was successful and there was no pt injury. This product will not be returned for evaluation and testing.